Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges driving along in latch mode and the chair started veering to the right. Alleges he could not stop it veering to the right and he sucked in to initiate the stop and it would not stop. Alleges crossing two lanes of traffic, hit a curb, and flipped over in the chair.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Alleges driving along in latch mode and the chair started veering to the right. Alleges he could not stop it veering to the right and he sucked in to initiate the stop and it would not stop. Alleges crossing two lanes of traffic, hit a curb, and flipped over in the chair.